Event description:
This is a spontaneous report by a nurse from (B)(6) of bacterial peritonitis with culture positive for corynebacterium species in a female patient (B)(6) coincident with peritoneal dialysis (pd) therapy. On an unreported date in 2010, the patient developed peritonitis. On an unreported date in 2010, a peritoneal effluent culture was performed, which revealed a corynebacterium species. The patient was diagnosed with bacterial peritonitis. It was not reported if an analysis was performed or whether the patient received antibiotic therapy for the event. On an unreported date in 2010, the patient was switched to hemodialysis. The outcome for the event of bacterial peritonitis was not reported. The nurse stated the event of bacterial peritonitis was unrelated to pd therapy.

Manufacturer narrative:
(B)(4)the devices involved in the incident were unknown; as the date of onset of this peritonitis episode is unknown and patient discarded supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown.